Manufacturer narrative:
(B)(4). Event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing utilization and comparative analysis of endopath® ets-flex 45 articulating endoscopic linear cutter. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: 403 patients had bleeding peri-operative complication after urological surgery.